Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient was explanted in 2007 due to head trauma resulting in an extrusion of the cochlear implant. The patient was reimplanted with a new device during the same surgery.